Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 11/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that one empty opened foil packet, a labeled winding former with a needle and a undispensed suture product codefz318 were received for evaluation. Upon to visual inspection of the sample received, the swage area and attachment of the needle was observed cracked. In addition, no marks were observed to be caused by surgical instrument. Needle pull of was observed since the suture was detached from the needle and no functional test was performed due to condition of the needle. The cracked barrel and breakage needle defects have been correlated to the manufacturing process. Based on the information currently available, cracked barrel and breakage needle were identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Needle analysis: two failed suture needles, labeled as (B)(6), were submitted for fractographic evaluation. The components were identified as product code fz318h. It was requested to assess the fracture mode of the failures. A fracture was observed at the suture attachment sample a and at the suture attachment of sample b. The needles were received in one piece, as the cracked portion was still attached. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. A profile and top view of the sample b fracture are shown in figures 7 and 8, respectively. The fracture surfaces were could not be thoroughly examined. The evaluation of (B)(4) revealed the fracture of sample a was predominantly intergranular, which is evidence of a brittle failure. Sample b could not be examined. Sample a was a non-ductile fracture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure: left nephrectomy for renal transplantation. Use of another device to complete the procedure. The correct event date and procedure date is (B)(6) 2021. No patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-08975, 2210968-2021-08976, 2210968-2021-08977.

Event description:
It was reported that a patient underwent a left nephrectomy for renal transplantation procedure on (B)(6) 2021 and suture was used. The thread pulled off during the procedure. Another device was used to complete the procedure.